Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cartridge was cut off at patient line. No impact to the customer's blood glucose. Customer loaded new cartridge successfully.